Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to dislodgement and helix mechanism issues. First, the lead dislodged after it was introduced inside the right atrium. After the dislodgement, the physician tried to retract the helix but it took many turns to do so. When the correct spot in the atrium was found again, the physician tried to extract the helix but after over 50 turns it was impossible. The physician elected to explant the lead, and another ra lead was successfully implanted in its place. No adverse patient effects were reported. The explanted ra lead will be returned for laboratory analysis.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to dislodgement and helix mechanism issues. First, the lead dislodged after it was introduced inside the right atrium. After the dislodgement, the physician tried to retract the helix but it took many turns to do so. When the correct spot in the atrium was found again, the physician tried to extract the helix but after over 50 turns it was impossible. The physician elected to explant the lead, and another ra lead was successfully implanted in its place. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory and thoroughly analyzed. Visual inspection found a deformed (bent) helix with dried body fluid around the helix. Testing was completed to assess lead electrical performance. Measurements were within normal limits. A stylet insertion test passed without issue, which indicates no blockage in the lumen. A helix mechanism test could not be performed due to the helix being deformed. Therefore, laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short- and long-term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.